Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00544. A facility reported a certas valve (ID 828804) was implanted via unknown shunt on unknown date /setting. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). And bactiseal peritoneal catheter (ID ns0339 serial; unk). On (B)(6) 2022, the patient presented with disorientation and shunt imaging was performed. Ventricular enlargement was observed; therefore, shunt obstruction was suspected, and lumber catheter rupture was also confirmed the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.